Manufacturer narrative:
H10: h3, h6: the device intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Review of complaint history of the reported lot number 2039828 for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number 2039828 found no non-conformances or anomalies during manufacturing process related to the reported event visual inspection under magnification of the wand shows minimal if any electrode and screen wear with no damage on the spacer and return electrode. During functional evaluation the device was connected to a compatible quantum2 controller and did work as intended. There was no failure found. The suction line performed as intended. The complaint was not verified; an error e-7 was not indicated. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) defective controller; (2) defective cabling; (3) source power may has been interrupted. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6). The device is under evaluation by the manufacturing site.

Event description:
It was reported that the supermultivac wand showed an e7 error. Incident occurred before the procedure; therefore, there was no patient involvement. Preliminary results of investigation have concluded that the insulation of the shaft was damaged. This damaged of insulation may lead to transmission of current to skin or non-target tissue, which may result in a burn to the patient or user and this makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.